Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate atrial fibrillation (af) episodes. Noise was able to be reproduced in clinic. Device data was sent to engineering for review. Data review determined that the device was operating as intended and the noise is consistent with mechanical impairment of the electrode. Technical services (ts) then recommended x-ray and potential electrode replacement. This electrode was then explanted. This electrode is expected to be sent back for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise resulting in multiple inappropriate atrial fibrillation (af) episodes. Noise was able to be reproduced in clinic. Device data was sent to engineering for review. Data review determined that the device was operating as intended and the noise is consistent with mechanical impairment of the electrode. Technical services (ts) then recommended x-ray and potential electrode replacement. This electrode was then explanted. This electrode is expected to be sent back for analysis. No additional adverse patient effects were reported.